Event description:
Simplex hardened in 3,4 minutes. The surgeon mixed the cement with zimmer cement into the patient's channel and the cement started to harded to quickly. The surgeon removed the cement from the channel.